Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user¿s dexcom g7 continuous glucose monitor became unpaired from the mobile app, resulting in loss of glucose readings and the ilet not receiving cgm data. Symptoms included no sensor glucose values available to the ilet. Outcomes included the ilet operating without cgm input and user education on bg run mode and alternative compatible cgms. Investigation included customer interview and product-use review. Investigation of this case revealed a pairing or connectivity issue between the dexcom g7 and the user¿s device, with the ilet unable to receive cgm data due to the unpaired sensor; no ilet hardware malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was user interface or connectivity related to the external cgm system.